Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it using prepaid label.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.